Event description:
The customer reported a communication failure error message. This error resulted in x-rays being disabled. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
The customer canceled the service call.